Manufacturer narrative:
A1: patient identifier: no patient involvement. A2: age or date of birth: no patient involvement. A3a: sex: no patient involvement. A3b: gender: no patient involvement. A4: weight: no patient involvement. A5: ethnicity: no patient involvement. A6: race: no patient involvement. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: supervisor. The actual sample was not available for evaluation therefore the details of the actual condition were unable to be determined. The retention samples were visually inspected and confirmed free from defects that will affect activation of the safety sheath such as missing tooth, tooth flash, short shot, flash on the sheath, over or under insertion collar to the hub, sheath-collar fitting, tilted cannula, and damaged parts. The samples were further evaluated for the sheath activation and deactivation functional test wherein all samples passed. During the production lot, there were no nonconformity reports issued due to human error. The sheaths and collars were produced using machines 703, 803, 804, 708, 806, and 909, respectively. Throughout the production lot, no nonconformance reports were filed. In the collar assembly process, the hub is first loosened from the protector before the needle is inserted into the collar. Before moving on to the subsequent process, the hub, cannula, and collar are secured into the protector, at which point a photoelectric sensor verifies the correct height of the protector. Our safety needle is designed with a hinged safety sheath that is attached to the needle hub. This sheath includes two locking mechanisms: the sheath tooth-cannula and the sheath wings-collar, which are both activated when manually pressed over the needle after use and before disposal, reducing the risk of sharp injury. The safety sheath can be activated in three ways: thumb, finger, and surface, all featuring finger/thumb grips with ridges, non-slip surfaces, and stoppers to prevent the user's finger from slipping towards the cannula during activation. An initial product inspection check (ipic) is conducted during the molding process for events like raw material changes, mold maintenance, plant shutdowns, cavity closures, and mold/product type changes. This inspection includes checking for any molding defects on the sheath and collar that could impair functionality. Additionally, we perform visual in-process and product confirmation inspections to ensure the integrity of the sheath and collar. All samples have passed these tests. At the cannula station, an inspector verifies the correct alignment of the cannula on the cannula bed to avoid bent needles, with our product standard allowing a maximum needle tilt of 2°. We also conduct online inspections at various stages cannula loading, post-epoxy application, and after silicone coating to identify any nonconformities related to a bent cannula. A series of visual in-process inspections are carried out from molding to needle assembly, sg assembly, and through to the boxing process to spot any irregularities like cracks, short shots, or damage that could affect sheath activation/deactivation. Sensory tests are also performed to ensure our products are free from defects that could hinder device activation. Finally, before shipment, we conduct outgoing inspections for visual, sensory, and functional testing to verify the overall quality of the products. All samples have passed. Instructions for use (IFU) on the leaflet provide instructions for activating the sg3 safety needle device, including cautions, precautions, and warnings. Our cannula is a supplied raw material that complies with iso (independent servicing organization) 9626, particularly on stiffness and breakage. Over the past two fiscal years, a total of seventeen (17) were received a related to the same issue, where most of the problems are related to usage particularly due to to improper activation of the device (not activating with a one-handed technique with the three methods: finger, thumb, and hard surface). Based on investigating individual complaints, there was no attributable cause noted related to our product and manufacturing process. The retention samples underwent simulation according to the instructions for use (IFU). The safety needles were securely tightened to the syringe with a clockwise twisting motion until resistance was felt. Then the safety sheath was activated with a one-handed technique using three methods: finger, thumb, and hard surface. An audible click was heard indicating successful safety activation. Results confirmed that the cannula is fully engaged locked under the sheath tooth. No irregularity or bending of the cannula was encountered during and after sheath activation. The root cause of the complaint could not be identified as related to our production or process. A review of the product's lot history file revealed no issues encountered during production of the reported lot and the retention samples met the required specifications. Our cannula is supplied with raw material that complies with iso 9626, particularly on stiffness and breakage. The molding condition of the components critical to the product's safety activation is routinely checked to ensure that no defects will be encountered that will lead to sheath activation problems. Similarly, the safety needle's assembly status, such as sheath collar fitting and damaged parts, affecting product function, is being confirmed. We advise that the instructions for use (IFU) are followed as indicated in the leaflet for the proper use of sg3 safety needles, including warnings and precautions to avoid needle stick injuries. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The facility reported an incident involving a surguard3 needle. During activation on a hard surface, the needle bent out of the sheath without a needle stick incident. The affected needle was discarded in a sharps container therefore the product is not available for inspection. The event occurred intra-operatively. The procedure performed was a vaccine injection. No reported blood loss. The reported incident did not result in a patient injury or require medical or surgical intervention.